Event description:
Rptr had bilateral breast implants for cosmetic purposes. She has had pain in breasts since 1984, v-rash on neck and chest since 1984, purulent rash on neck 2 days after surgery in 1984, migraine headaches, concentration problems, memory problems, muscle aches and pains, joint pains, pain on top of feet, chronic fatigue, muscle weariness, vision problems, allergies to medicine, food and enviromental substances, choking and tightness of muscles in the neck, enlarged lymph nodes, pausing between words, word loss, numbness on left side of face and neck, muscle twitching, bladder problems, bowel problems, night sweats, nausea, and heart palpitations. Implants were explanted 4/93. She had second surgery for hematoma and to remove fluid in 1/94. Rptr has an abnormal MRI of left and right breast and feels like she still has implants. She is disabled.